Event description:
It was reported that during pt treatment, the customer wanted to increase the patient's co2 by setting the co2 absorber switch to bypass. This was not possible. The customer perceived that the valves got stuck and increased the fresh gas flow to 20 liters per minute, but that did not help. After the anesthesia was finished the hosp biomed took out the cassette and confirmed that the valves were stuck. (B)(4).

Manufacturer narrative:
In the patient cassette of the anesthesia workstation where the co2 absorber is docked, two absorber bypass valves are located (one at the inlet and one located at the outlet) . The main task of these valves are to lead the re-breathed patient gas through the co2 absorber in order to remove the co2 from the gas on its way to the inspiratory side of the patient cassette and to the patient. On the lower side of these valves, a silicone gasket t and an o-ring is located to make sure that there is no leakage between the co2 absorber and the patient cassette. After the anesthesia was finished, the hospital biomed took out the cassette and confirmed that the valves were stuck. No information regarding replacement of any parts or additional actions by the hospital has been given. An evaluation of the received logs showed a leakage and the generated alarms at the time of the event indicates that inspiratory gas to the patient did not pass the co2 absorber due to a leakage at the co2 absorber valves. Due to the lack of additional information, and the lack of parts to investigate, we have not been able to determine the root cause of the leakage.

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.